Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that during unpacking, the stent remained in the yellow protection sheath. The device was not used. No additional event or patient information is available.